Event description:
It was reported, when we took the accucath out of the package it was bent to the left and when the safety was hit the needle didn't retract and it stayed outside. It did not impact the patient. She opened the packaging and got everything set up. When she popped off the cap to the accucath it looked off to me. She restarted and opened another accucath kit instead. 06/10/2025: the returned device exhibited a bent needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle was confirmed but the cause is unknown. A single photograph of a 20g accucath ace intravascular catheter system housing was returned for evaluation. The catheter had been deployed off of the housing, but the needle had not been retracted. The needle cannula was bent where it exited the housing. It is likely that the bend in the needle prevented proper needle retraction as reported by the customer. The exact cause of the bend in the needle is unknown. It is possible for the needle to become bent due to rough shipping/storage conditions or during device use. The device is packaged with a protective guard over the needle which should reduce the occurrence of bent needles due to shipping/storage. This complaint will be recorded for future trending and monitoring purposes.